Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness and collapse. The patient's spouse came home to find the patient on the floor and called 911. The cgm was reading high, and the blood glucose reading was 32mg/dl. The patient cannot recall details of the treatment he received but was transported to the emergency department. At the time of the report, the patient was feeling ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of collapse with hypoglycemia and loss of consciousness. (B)(4).